Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The master tool manipulator (mtm) was analyzed and failure analysis was not able to run tests due to an error 25521 occurring, along with a sine cycle test failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the right master tool manipulator (mtm) of the second surgeon side console (ssc) faulted. Prior to calling the intuitive technical support engineer (tse), the customer disabled the mtm and proceeded with the case using the other ssc. The tse observed error 25521 in the system logs. There were no reports of patient injury. Intuitive followed up with the initial reporter and the following additional information was obtained: the system completed its own mechanical and electrical test at start up. There was no issue at the beginning of the case. The system faulted and the right hand control retracted up and away from the surgeon. The fault required either the system to be rebooted, or for the hand control of the surgeon console to be disabled. The site chose to disable the hand control until later in the case. Toward the end of the case, the surgeon decided to reboot the system so that the resident could continue sitting at that console and complete the last portion of the case. The case was able to be completed with both consoles once the system was rebooted. There were no reported injuries to the patient. There was little to no delay to the case. When they rebooted the system there was a natural delay in the case because they were preparing the mesh implant to be inserted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) is scheduled to follow up with the site to investigation the reported issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Fields g5 and g7 are not applicable.